Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be duplicated and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the amber fault light was on the camera. The camera cart displayed "unable to connect". The ndi toolbox was checked and there was no camera displayed. Multiple restarts and reseats did not resolve the issue. There was no patient present when this issue occurred.